Event description:
Related manufacturer reference number: 2017865-2023-16415. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead. During the revision the atrial (ra)lead was found to have insulation damage. The physician elected to explant and replace both the ra and rv lead. The patient was in stable condition.